Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements had increased one week post implant of this implantable cardioverter defibrillator (ICD) and were out of range. A possible loose connection was suspected when it comes to the ICD and right ventricular (rv) lead. A revision was advised by technical services (ts). No adverse patient effects were reported. A review by ts noted strong evidence that there is a loose setscrew connection with the df-1 pin of the rv lead and the device may not be able to effectively deliver a shock if the patient would need one. The shock impedance abruptly went to >200 ohms about 8 or 9 days after the change out and recent stored episodes are not showing a normal looking shock electrocardiogram. All other measurements look good and stable. Ts discussed possible troubleshooting and a system revision. This information will be communicated to the clinic. Additional information noted that the patient was brought to the hospital for a revision. Upon re-opening the device pocket it was noted that the df1 connection for the distal shocking lead was not connected properly. This was re-connected and the system was re-tested which showed normal shock impedance measurements. No additional adverse patient effects were reported.